Event description:
It was reported that a user experienced a brief sensor issue resulting in signal loss between the dexcom g7 sensor and the ilet device, after which the user elected to replace the dexcom sensor. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on activities of daily living or need for medical intervention. Investigation included technical support troubleshooting and education. Investigation of this case revealed that the event aligned with intermittent cgm communication disruption with the external sensor, without evidence of ilet hardware malfunction. It was concluded that the issue was related to cgm signal loss to the ilet, and the user¿s sensor replacement resolved the concern.